Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. The implementation of both the software and the updated script have shown a reduction in the calculated false positive rate. Consignees have been notified (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from (B)(6) alleged that they received potential false positive results over several dates for 4 patients¿ samples tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n (B)(4)). The customer reported that they observed a sars-cov-2 negative, influenza a negative, influenza b positive result for a patient¿s sample analyzed on the cobas® liat® system (s/n (B)(4)). A recollected sample from the patient was tested on a different platform the seegene that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. The customer observed for a second patient¿s sample analyzed on the cobas® liat® system (s/n (B)(4)) a sars-cov-2 negative, influenza a positive, influenza b negative result. A repeat test of the patient¿s same sample was analyzed on a different platform the genexpert and a recollected sample analyzed on the seegene both platforms generated sars-cov-2 negative, influenza a negative, influenza b negative results. A third patient¿s sample analyzed on the cobas® liat® system (s/n (B)(4)) generated a sars-cov-2 negative, influenza a positive, influenza b negative result. A recollected sample from the patient analyzed on the seegene generated a sars-cov-2 negative, influenza a negative, influenza b negative result. A fourth patient¿s sample analyzed on the cobas® liat® system (s/n (B)(4)) generated a sars-cov-2 positive, influenza a positive, influenza b positive result. The patient¿s same sample was repeated twice on the genexpert and a recollected sample from the patient was analyzed on the seegene each platform generated sars-cov-2 negative, influenza a negative, influenza b negative results. Patient sample was collected using nasopharyngeal & throat swab in viral transport media 3ml. The customer confirmed there was no allegation of harm to the patient. Four (4) mdrs will be filed one for each sample as per FDA guidance.